Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4194 implantable pacing lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that after a comparison of the use before date and implant date found the device was implanted after the use before date. The device remains in use. No patient complications have been reported as a result of this event.